Event description:
It was reported that a lead integrity alert (lia) occurred due to oversensing on the right ventricular (rv) lead. Interrogation shows high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The rv lead remains in use. It was further reported that the implantable cardioverter defibrillator (ICD) inappropriately detected ventricular fibrillation (vf) but aborted therapy. The ICD remains in use. No patient complications have been reported as a result of this event.